Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The aviva meter gave the following blood glucose results within 10 minutes: 11:30 am 554 mg/dl; 11:31 am 284 mg/dl ; 11:32 am 194 mg/dl. No adverse event reported. Replacing and returning meter and test strips.